Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the abdomen on (B)(6) 2024. Upon insertion, the patient noticed they were bleeding. On (B)(6) 2024, the bleeding continued, and the patient went to the emergency room to have it evaluated. At the ER, the bleeding area was cauterized by the doctor and the bleeding stopped. There was no medication provided to the patient. The patient was discharged home later the same day. The patient was in good condition at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).